Event description:
It was reported that the patient presented to the emergency department after therapy was stopped for a period of time due to a pump malfunction. The indication for the emergency room visit was not provided by the customer.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.